Event description:
Implanted 2007, side effects started immediately afterwards. A week before menstruating, I go through all my pregnancy symptoms, heartburn, engorged boobs, at times even some leakage, food cravings and, nausea. While menstruating, the vagina area is extremely painful and throbbing. Any other random time there's crying for no reason, bloating, lower back pain, numbness in the right side of abdomen going down the right leg/thigh, numbness in upper right side of the back, always feeling bruised to the touch, sharp stabbing pains in the vagina region, chronic pelvic pain, painful intercourse, fluttering sensation in the abdomen, always tired, rash, horrible mood swings, weight gain and, the increase of swelling in my knees due to an autoimmune disease. (B)(4).